Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 357 mg/dl. The customer was able to rewind. The customer went to the hospital on (B)(6) 2016 due to a high blood glucose level of 514 mg/dl. The customer received several no delivery alarms as well. She was nauseous and vomiting. Customer's blood glucose level was treated with IV drip. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level was rising due to skin infection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump had cracked case at the display window corners, display window, reservoir tube window corners, reservoir tube window, reservoir tube lip, battery tube threads and minor scratched display window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.